Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer, patient. (B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing.

Event description:
On (B)(4) 2014 information was received from an hcp indicating that they did not know what the ¿failed ptm¿ was, and they did not remember that happening. They thought that the patient was just unable to get a bolus because the pump was stalled. It must have been generic. The ptm logs were not available to be faxed.

Event description:
The patient attempted to give a bolus using their personal therapy manager (ptm) and ¿it failed¿. The patient then heard a critical alarm. A motor stall was confirmed in the event logs with no motor stall recovery recorded. The stall occurred at 8:39 am with no recovery. The medication infused was hydromorphone. On (B)(6) 2014 information was received from a representative indicating that the pump was explanted and would be returned for analysis.